Event description:
Rn noted that water chamber "a" was empty, with colored fluid pushed through into "c" chamber, into "b" chamber with minimal bubbling and beginning to overflow into drainage chamber. Device had not been tipped over. Entire device changed without impact to pt.